Event description:
It was reported that the patient underwent bariatric surgery on an unknown date and topical skin adhesive was used. Chloroprep was used on the patient¿s skin prior to surgery. Within 24 hours of the procedure, the patient developed a rash and blistering at the site of topical skin adhesive application. The surgeon opines the chloroprep and topical skin adhesive caused a chemical reaction. No additional information was available.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.